Event description:
A customer reported a malfunction on their pump, identified as malfunction code ¿malf 0.¿ there was no confirmation regarding any adverse impact on the customer¿s blood glucose level, as the customer either did not know or declined to answer whether their levels exceeded any harmful thresholds. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.